Event description:
It was reported that an ems was used during an unk procedure. It was reported by the affiliate that the staples would not deliver (feed) or they would advance together in a pack of two (double feed). There was no consequence to the pt.